Manufacturer narrative:
(B)(4). A partial lead with the connector pin was returned in three segments for analysis. Internal insulation abrasion was noted at 3.9-4.5cm from the reference end of the middle piece. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.